Event description:
The device was used during a bowel resection procedure. Reportedly, the staple line did not form. The surgeon resected the tissue at the application site and applied another device.

Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA.